Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electro surgical generator unit (iesu) involved with this complaint to perform failure analysis (fa). Fa was not able to reproduce the issue but could confirm the issue via error logs. The unit energized and cauterized, and all ports recognized instruments. The back fuse cover was broken off and will be sent to the original equipment manufacturer (OEM) to be replaced. The complaint regarding erbe error was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error c-00 occurred on erbe generator. The technical support engineer (tse) asked the customer to reboot the erbe. After doing so, the erbe worked fine. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain patient information, however, the customer declined to provide the information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. To correct the issue, the fse replaced the erbe generator. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Event verification via remotefe logs confirms the occurrence of a procedure on the reported event date of (B)(6) 2022 using system (B)(4) matching the documented event details. The logs were reviewed/analyzed as part of the isi fse's investigation. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the field service engineer was able to reproduce the reported issue and the erbe vio was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.